Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that while mapping during cardiac ablation procedure, stereotaxis was being used along with the carto 3 system and the generator powered on by itself. The generator was set at 0 watts and there was no ablation or patient injury. This event is reportable as the severity of potential harm is high as inadvertent ablation, if the catheter tip is in contact with the heart wall or internal structures and left unrecognized, can potentially lead to perforation, effusion and tamponade or other serious injuries.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codeswill be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). It was reported that while mapping during a pvc procedure, stereotaxis was being used along with the carto 3 system and the generator powered on by iteself. The caller reported that the generator was set at 0 watts and there was no patient injury. The caller was transferred to css. It was clarified that the generator was a smartablate and in (B)(6) 2015 the foot pedal for the system was declared incompatible during an rmt procedure. The user was provided the documentation/field notification and advised to not use the foot pedal in the rmt room as it could cause undesired rf delivery. This issue will be documented, the device does not need or require servicing. There was no patient harm. User was provided training, sa foot pedal advisory documents. Foot pedal is not compatible with the stx magnets/rmt in use. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. A corrective action was opened for further investigation.

Manufacturer narrative:
(B)(4). Manufacture date for serial # (B)(4): june 8, 2015.